Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the harvester has done with the saphenous vein dissection and was ligating the vein. The harvester noted that there was no more smoking in the tunnel so he removed the tissue welder out from the leg and there was lots of tissue on the jaw. They cleaned up the jaw and went back in to complete the harvesting. Device worked a while and then stopped delivery of energy. Device was removed and checked with no tissue stuck on the jaw. The connection between the dc extension cable and the hemopro device was checked and all connected properly. The staff tested again on the 4x4 gauge and there was no steam produced. A replacement device was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot had signs of burning and melting on serrated section of jaw boot. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing showed that steam was generated from the saline moistened gauze during several device activations. The device meets electrical product specifications. The reported complaint is not confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).